Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient states blocked system. A device was returned to a third-party service center. During the evaluation of the device, they found out that the pcba burned components, display with scratches, bottom cover contaminated. Error codes are found on the device. The device routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.